Manufacturer narrative:
The product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome of -2.5 diopters following intraocular lens (iol) implant surgery. Per the surgeon, the lens appears to be sitting more anteriorly with no explanation. The surgeon does now know what caused this outcome. He has double-checked his iol power calculations and there is no visible tumor that could have caused the lens to move. The pt does not want to have an iol exchange and is ready to have an iol implanted in the fellow eye. Additional info has been requested.